Event description:
It was reported that the patient's device was unable to be interrogated due to reported end of service. The generator was later replaced without incident. However, the surgeon thought she saw fluid within the lead but wasn't sure. System diagnostics were performed numerous times but were within normal limits so the lead was not replaced. The explanted generator cannot be returned for product analysis as the site discards explanted devices.